Manufacturer narrative:
Additional information sections: h2, h6, h10. An event of using an amplatzer vascular plug ii off label to close a canine pda and premature release of the device was reported. A more comprehensive assessment could not be performed as the device remains implanted was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. Please note, per the instructions for use, (B)(4), revision a, "the safety and effectiveness of this device for cardiac uses (for example, patent ductus arteriosus or paravalvular leak closures) and neurological uses have not been established."

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission

Event description:
On(B)(6) 2021, a 10mm amplatzer vascular plug ii was selected for implant in a canine patient to occlude a pda. As the physician was positioning the device, the plug released before intended. The device was attempted to be snared, however it was unsuccessful and the plug remains in the patient's left pulmonary artery (lpa). It was reported that there are no plans to retrieve the device and the patient will be monitored. While this device is intended for human use and was used off-label in a canine patient, this event is being conservatively reported. It was reported that the patient is in stable condition.